Event description:
Event description guidant received information that that while the patient with this implantable cardioverter defibrillator (ICD) was being evaluated it was noted that the patient's heart rate was around 40 bpm. Therefore, the clinician attempted to interrogate the device; however, the device was unable to communicate with a programmer. Additionally, the ICD was not delivering pacing therapy and tones were unable to be elicited with the application of a magnet.